Manufacturer narrative:
Clinical evaluation performed on (B)(6) 2018: partial hip revision surgery (stem and head) occurred 7,5 years after primary cementless total hip arthroplasty. Radiographic images provided show the presence of radiolucent lines around the stem suggesting loosening of the implant. Aseptic loosening is a possible, literature described mid-term adverse event after cementless tha and causes are often unknown. The reason of this failure cannot be determined. Batch review performed on 19 february 2018 (B)(4).

Event description:
The patient came in complaining of instability 7 years and 6 months after primary: the stem was loose. The surgeon revised the stem and head. The surgery was completed successfully.